Manufacturer narrative:
Concomitant medical products: addr01 ipg ipg implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead had insulation damage by the physician during an upgrade procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.